Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 420 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.